Manufacturer narrative:
The suspect device was returned to the manufacturer's decontamination site for cleaning. The manufacturer's decontamination process was not able to remove enough of the contamination for safe handling and investigation of the sample. Photos were taken of the device, and will be used in substitution of the actual sample during the manufacturer's product investigation. Once the investigation is finished, a follow-up report will be submitted detailing the investigation results.

Event description:
User facility reported that the tip of the male luer broke off during the disconnection from a catheter. The reporter explained that no adverse health effects resulted from event.

Manufacturer narrative:
The reported short saf-t holder® with male luer adaptor was returned for investigation; however, it was determined that the device could not be cleaned safely. Therefore, four pictures were taken for investigation review. Upon examination of the provided photographs, it was found that the male leur lock of the device was broken. A review of the device history record, relevant to the reported lot, showed no non-conformities or issues during manufacturing. Investigation was unable to determine the root cause of the male leur lock break. MFR# clarification: new registration number (B)(4) ((B)(4)) has been received, however, this initial MDR was filed under the prior registration number (B)(4) ((B)(4)).

Manufacturer narrative:
(B)(4).

Event description:
Further information was received which stated that the device disconnected from a central venous catheter valve after drawing blood work. The saf-t holder was likely connected to a carefusion maxplus or maxzero value which was then connected to a central venous catheter.